Event description:
Patient called lfs in 2003 alleging the ot basic meter was reading inaccurately low. The customer obtained reading of 16 and 17 mg/dl with no symptoms of low blood sugar. Patient went to the ER due to the readings and obtained a reading with the ER meter of 142 mg/dl. It is expected for an individual to experience hypoglycemic symptoms or potentially altered consciousness in case of hypoglycemia unawareness with blood values as low as 16 and 17 mg/dl. The patient's physical condition along with the ER reading in this case suggests that the meter readings were inaccurate.